Manufacturer narrative:
This MDR is result of a retrospective review of complaints.the sensor was investigated and the issue was confirmed during in-house testing. Intermittent led failures were detected during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. G1-2 contact office-name/address updated. H6 patient code updated to 2692. H6 method code updated to 10. H6 result code updated to 4203. H6 conclusion code updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.